Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: vaginal repair with mesh versus colporrhaphy for prolapse: a randomised controlled trial. The objectives of this prospective randomized control trial was to compare vaginal repair augmented by mesh with traditional colporrhaphy for the treatment of pelvic organ prolapse. A total of 139 women with stage 2 prolapse underwent anterior and posterior compartment repair and were included in the study. Of which, 69 patients were randomized to mesh group and 70 patients were randomized to traditional anterior and posterior colporrhaphy (no mesh group). During the surgical procedure, when the gynemesh ps mesh was used in the anterior vaginal repair, a full thickness midline epithelial incision was made. The central area of the pre-vesical fascia was repaired with monocryl 2-0 sutures to avoid narrowing of the pre-vesical space. The mesh was soaked in an antibiotic solution prior to placement and liberal wound irrigation with saline was performed during surgery. A cross-shaped piece of mesh was cut and placed over the pre-vesical tissue with the extension arms placed into each paravaginal space. The mesh extension arms abutted the inner aspect of the pubic bone on each side. During the posterior vaginal repair, a ¿y¿-shaped piece of mesh was cut and placed over the pre-rectal tissue with the extension arms placed in the tunnels created by the dissection onto the sacrospinous ligaments. The mesh extension arms abutted each sacrospinous ligament. Mesh was not placed in the lower third of the posterior vaginal wall. In the mesh group, reported complication included vaginal mesh exposure (n-4) which was treated with simple surgical excision of the exposed mesh in 3 patients and conservative management in 1 patient.